Event description:
It was reported that the footboard was cracked on the bed with sharp edges and the potential for fluid ingress. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: footboard.